Manufacturer narrative:
The field service engineer determined there was excessive play within the vertical movement of the sample mechanism. The slider within the sample mechanism was replaced and the entire system was inspected. The customer ran controls and all results were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The incorrect initial results were reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with an na value of 176 mmol/l accompanied by a data flag, repeating as 129 mmol/l. The sample initially resulted with a k value of 5.5 mmol/l, which repeated as 4.3 mmol/l. The sample initially resulted with a cl value of 62 mmol/l, which repeated as 90 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.